Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found insignificant anomalies and to be functionally ok.

Event description:
Analysis findings reported.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation therapy. It was reported that there were high intraoperative impedance measurements that are greater than 40000. There were multiple contacts with high impedances and the lead was tested and seemed fine. The doctor used a different port on the implantable neurostimulator (ins) and high impedances still occurred. The doctor used a different ins and it worked, suggesting ins failure. No patient symptoms were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The serial of the faulty device that was being sent back to mdt is (B)(4). The serial number of the ins that was implanted is (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.